Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was confirmed that the system is working as intended and the image quality is related to user technique adjustment. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site has concerns over the system's image quality, stating "images looked too white/not clear enough" during the procedure. Image quality did not affect the case, site was able to proceed without delay. There was no reported delay or known impact on patient outcome.